Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2020. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patient underwent partial removal surgery and revision surgery on (B)(6) 2020 during which the surgeon noted the mesh had adhered to the internal ring of the groin. Due to danger of further injury to the internal ring, the surgeon could only perform a partial removal of the defective mesh. It was reported that the patient underwent right groin surgery and evacuation of right groin hematoma on (B)(6) 2020 during which the surgeon noted he found inter alia that the vas deferens and inguinal nerve were entrapped dur to the previously placed mesh and dense scarring but remaining mesh could not be safely removed because it was too densely incorporated. It was reported that the patient experienced severe right groin pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/21/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.